Event description:
The customer reported a problem with the transverse symmetry on the 9 mev electron beam. A failed relay on the program pcb was changed by hospital service personnel and problem disappeared, only to reappear three weeks later. There is concern that the machine may have treated patients about 30% above or below the planned dose value, in areas away from the beam central axis. The asymmetry is undetectable, it does not activate any interlock, and hospital staff have no way to control it. Following discovery, the customer continued to use the machine, but discontinued use of the 9 mev electron beam until the defect was repaired.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. It has been determined as a result of the eventual repair to this device that the actual problem on the pcb was a defective solder joint, and not the relay as reported by the customer. The malfunction additionally caused failure of the asymmetry detection circuit - causing both the asymmetry and the failure to detect the asymmetry. Our investigation is on-going to determine whether this issue could also affect the photon beams on this device. Additional follow-up to this MDR is expected upon completion of the investigation.